Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer's mother reported via phone, the insulin pump kept alarming lost sensor for six hours and then it alarmed no delivery. She resolved the alarm by changing out the set and the customer's blood glucose was high, 570 mg/dl which was treated with a bolus. Troubleshooting was not performed as customer had resolved the issues with a completed set. She did mention she noticed the cannula was bent when she removed the site. Customer's mother agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.